Event description:
Event description cpi received information that at testing, two months after implant of this ventak mini implantable cardioverter defibrillator (ICD), an ICD problem occurred. Several ventricular fibrillation inductions had been completed successfully, but during one additional induction, the ICD delivered a 2 joule shock which did not convert the patient's arrhythmia. The ICD redetected the arrhythmia and delivered another 2 joule shock, but then an ICD memory fault code appeared and the ICD was in backup mode, with no therapy history available. The patient was successfully externally defibrillated. The ICD was replaced.